Manufacturer narrative:
This is the final report.

Event description:
A report was received that a pt was experiencing sharp pains while turning or bending. The pt states that the pulling and/or slicing sensation occurs when the stimulation is on or off. The pt had their pocket revised and moved to the opposite side of their body. The pt is reportedly doing well.